Event description:
It was reported that the faradrive sheath was selected for use during a pulsed field ablation (pfa) procedure for paroxysmal atrial fibrillation. A pump was used as the irrigation method of the sheath with a flow rate of 30 ml per hour. During the procedure, when intracardiac echocardiography (ice) was introduced through the faradrive sheath and reverse bleeding was drawn, intermittent air withdrawal was observed from the hemostasis valve. Also, when positive pressure was applied in the air tray, blood was seen to leak into the water tank. As a result, the sheath was replaced. No further air was noted after replacement, and the procedure was successfully completed using a different sheath of the same model. No patient complications were reported. No air was seen in the patient. The sheath is not expected to be returned for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.